Manufacturer narrative:
(B)(4). Batch #p4rr3x. Additional information received: one of cartridges had a clip fall off, and since they are from the same batch, we would like to ship back all together and investigate if the whole lot the devices carry the same issue. Investigation summary the analysis results confirmed that three lt200 clip cartridges, a, b, and c, were received sterile and with no apparent damage. The samples were opened, and the cartridges were tested for functionality with a test device. Upon functional testing of the clip cartridges, the device loaded, retained and deployed six clips as intended. The clips were formed as intended and conforming to our manufacturing requirements. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified. The event described could not be confirmed as the clips performed without any difficulties noted.

Event description:
It was reported that during a thyroidectomy, when the nurse opened the lt200, they found the clip was malformed before using the applier. They then examined the previous applied clips and also found malformation. Another lot of lt200 was used to continue the procedure. Surgery was not delayed and was successfully completed. No fragments were generated and there were no patient consequences.